Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that trocar pin was stuck,fractured in the guide. No additional information available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as visual evaluation of headless trocar drill pin lot unknown exhibits signs of repeated use (nicked, gouged) has fractured and it's stuck with the mating instrument. Fractured surface shows sheared overload fracture in its center surrounded with post-fracture. Sem micrograph shows the ductile overload sheared dimples indicating a torsional overload. The material analysis confirmed that the material used in the instrument during manufacturing is conforming within specification. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.